Manufacturer narrative:
Continued initial reporter last name: (B)(6). (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "capsular contracture and seroma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "folds", "homogeneous liquid", "progressive induration" and "baker IV capsular contracture".

Event description:
Healthcare professional reported a left side "folds", "homogeneous liquid", "progressive induration" and "baker IV capsular contracture." Device remains implanted. Healthcare professional reported treatment with "anti-inflammatory."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
The device has been explanted.